Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump screen was scratched. The customer's blood glucose level was not reported. She had a hard time reading the screen. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The pump had a severely scratched lcd window, cracked lcd display window corners, a cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.